Event description:
The facility reported this infusion pump with "no alarm". It was not specified if this occurred while infusing. The facility rep stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device progrmaming was requested but none was provided.